Event description:
It was reported that the patient was being treated for an abdominal aortic aneurysm, and upon ballooning with a coda? Balloon catheters, the aorta was torn from the ostium of the left renal down to the superior mesenteric artery. Due to drop in the patient's blood pressure the patient was converted to open surgical repair. N/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).